Manufacturer narrative:
Concomitant medical products: product ID: 3986a, lot#: lc2808, implanted: (B)(6) 2004, product type: lead. Product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3986a, serial/lot #: lc2808, ubd: 06-jul-2008, UDI#: (B)(4); product ID: 977c165, serial/lot #: (B)(4), ubd: 04-nov-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient stated the leads from their spinal cord stimulator splintered and they would be removing it. Factors that controller to this issue was unknown. It was indicated that the issue was not resolved at the time of the report. The event occurred on (B)(6) 2020. No further complications were reported/anticipated.